Event description:
Used ethicon stapler. Had reloaded about 5-6 times. Immediately after loading and using it on the patient the scrub person received the stapler back. A small metal piece came off in her hand. She immediately gave it to the circulating nurse who cleaned and bagged the items. A new stapler was given to the scrub technician for completion of the surgical procedure. The small metal piece was placed in a specimen container. These items have been given to the instrument processor coordinator who will give to the appropriate biomed person.